Event description:
The patient reported increased shortness of breath and fluid retention and an echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 16 mmhg. Readings were observed under the manufacturer's patient care network database.